Event description:
Following renal artery stenting, a perclose device was deployed, but it was not successful. A second perclose device was deployed, but it was not successful. A third device was used, but it was unsuccessful. Manual pressure was applied for hemostasis. Upon examination of the perclose devices after the procedure, the following findings were found: perclose #1: one foot was missing. Perclose #2: one foot was missing and perclose #3: suturing device malfunctioned. The pt was taken to recovery and told about the problems with the perclose device. In order to observe the pt closely, the pt was admitted for observation. The pt was discharged the next day without any signs of occlusion or additional intervention. The pt was instructed to contact the physician if any problems occurred.